Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result from a single patient sample that was generated by the synchron lx I 725 instrument. The initial tbhcg result was 2.06miu/ml. The result was reported out of the lab and questioned. The original sample was re-tested for tbhcg twice and two (2) results of ">1000miu/ml" were obtained. The sample was diluted and run twice, and tbhcg results were 58778miu/ml and 66015miu/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc and system check information was not provided. The sample was collected in an ER using a 5ml red top, sst tube and was centrifuged at 3,500 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab: a) the fse verified if proper rack/tube combinations were being used. B) the fse performed diluted test and ran diagnostic testing. C) the fse conducted precision run and qc, and results passed within specifications. D) the fse verified the instrument performance per standard protocol. 4. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.